Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the abdomen. The patient experienced lethargy, malaise, body aches, and chest pain. The cgm was reading 85 mg/dl and the blood glucose was not checked. The friend called 911. The bg by emergency medical service was not recorded. The cgm value at that time was not recorded. The patient was given carbohydrates, an electrocardiogram (EKG), and a 14 point test. The patient declined transportation to the hospital and ems left. The patient later vomited and called 911 again. In the ambulance, the bg was 59 mg/dl and the cmg reading was not provided. The hypoglycemia was treated with an IV glucose drip. After treatment, the bg was 169 mg/dl and the cgm reading was not provided. The patient was diagnosed with diabetic ketoacidosis and treated with an insulin and saline drip for 1 day in ICU before being discharged with the unspecified insulin pump. The cgm reportedly remained inaccurate (bg and cgm not provided). The patient underwent diagnostic testing and was also treated with heparin. At the time of the email correspondence, the patient was recovering and on his normal insulin regimen. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.